Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day, it was reported that the patient had just been discharged from the hospital for an unrelated surgical arm procedure the day prior. The patient had a hard time sleeping because of the surgery and around 05:30, the patient felt that his blood sugar was low. No specific symptoms were documented. The cgm egv on the tandem pump display device was 130 mg/dl and the bg was not checked. The patient asked his spouse for something to eat and she provided carbohydrates. An unspecified time later, the patient had a seizure. Both the cgm egv and the bg at the time of seizure were not documented. The spouse called an ambulance and when the medics arrived, they checked his sugar using a manual meter and the bg was 90 mg/dl. The patient was transported to the hospital and upon arrival, was given unspecified IV fluids. The patient underwent a cat scan to evaluate for brain bleed. The patient was diagnosed with a hypoglycemic seizure. Hospital staff checked his sugar and his tandem cgm display device showed the sugar was rising with egv 350 mg/dl, but when hospital staff checked using the manual meter, the bg was 140 mg/dl. The patient was discharged from the hospital at around 08:00. At the time of the report, the patient was not in an active sensor session due to running out of supplies; however, the he as feeling much better and recovering at home from the seizure and the surgery. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and no damage was found however, the product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. The customer complaint is undetermined as analysis would not be able to confirm the complaint or determine a potential root cause. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).